Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent a breast augmentation primary with unknown mentor saline breast implants has experienced postoperative bilateral deflation. Hcp stated obvious left deflation with possible bilateral deflation. As a result, the patient underwent explantation and replacement with mentor gel breast implants on (B)(6) 2020. This medwatch report is for implant 2 of 2.

Manufacturer narrative:
On 27-jan-2020, mentor became aware that upon explantation, the implant was found to be intact. Manufacturer¿s reference number: (B)(4).